Event description:
It was reported that during an acl repair, an additional incision was made in order to retrieve a broke piece of guide pin. According to the reporter, the guide pin penetrated through the thigh skin and then through the drape (break in sterile field). The tip broke off inside of the patient¿s thigh. An x-ray was performed and the tip was found. The surgeon made an additional incision and retrieved the broken tip. After the procedure was completed and the drapes were removed, the surgeon discovered that a small area (~1/2 inch) of the drape, where the guide pin had come through the skin, had apparently picked up some of the webril cast padding under the tourniquet (unsterile) and was drug back into the hole and wound. The nurse discovered the piece of padding was still wrapped around the removed tip of the guide pin. The area was washed with antibiotic ointment. Patient's weight was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided, therefore device history record review could not be performed. Based on the information provided, the most likely cause of the guide pin penetrating through the thigh skin would be the use of excessive force on insertion. The most likely causes of the guide pin breaking are too much driver force over the guide pin, the driver tip hitting the flex point of the guide pin, prying and/or leveraging on the guide pin or re-using a guide pin from the single-use disposables kit that had been bent from prior use. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.